Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was used to dilate the target lesion and on inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. It was further reported that the 90% stenosed target lesion was located in the moderately calcified and mildly tortuous distal right coronary artery (rca). A 10mm x 2.50mm wolverine coronary cutting balloon was used to dilate the target lesion on the first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was used to dilate the target lesion and on inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.